Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 23.0 mmol/l (414 mg/dl) less than 24 hours after the pod was activated. Upon removal she noticed there was no cannula coming out of the pod.